Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the manufacturer trained user facility biomedical engineer replaced the electronic patient gas system (epgs) due to the stepper motor sticking. The defective part was discarded. The epgs with the new installed oxygen (o2) sensor was returned to the manufacturer for evaluation. During laboratory analysis, the product surveillance technician (pst) connected the epgs to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute warm-up period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.84 volts, within the specification of .55-2.758 volts. Calibrated the epgs two more times without failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part was discarded on site and will not be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygern (o2) sensor on the electronic patient gas system (epgs) was not calibrating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The gas line was connected to the oxygenator. The perfusionist attempted a second calibration.